Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 degenerative mitral regurgitation (mr) large, prolapsed leaflet for a mitraclip procedure. During the procedure, first mitraclip was implanted. Second clip test the lock was failed and the clip opened. Clip was tightly closed and the test was repeated but was unsuccessful and the clip was opened again. Clip was deployed and the clip was in same opening position of 60 degrees. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked (cowl) and clip open during efaa were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.